Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit displayed an e-1 error code during preparation for a case. It was further reported that the case was delayed due to this error code.